Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one hickman chronic catheter implanted in a patient. Ballooning was noted on the red extension leg distal to the hub. The investigation is confirmed for the reported stretched issue as ballooning was noted on the red extension leg of the device in the provided photo. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2026). Device not returned.

Event description:
It was reported that approximately five months and twenty five days post catheter placement, the catheter allegedly presented a balloon formation. The procedure was completed using the same device. There was no reported patient injury.